Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The spouse that the patient experienced inaccurate cgm values after the sensor was inserted in the arm. On (B)(6) 2024, the patient fainted. The cgm was reading 50 mg/dl and the blood glucose reading was 339 mg/dl. The patient was treated with unknown treatment by a diabetic doctor in the hospital and recovered after treatment. At the time of the report, the patient was stable. Of note, it is documented that the patient uses a tandem pump as a receiver and mobile device. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. B1: adverse event and/or product problem - correction. B2: outcomes attributed to adverse event - correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H1 type of reportable event - correction. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code/ remove minor injury/ illness / impairment FDA code : 4613 - correction/additional information. H6 codes: health effect - clinical code/ remove cognitive changes FDA code : 2551, loss of consciousness FDA code : 2418 - correction/additional information. Concomitant medical products - additional information. H10: corrected data.